Manufacturer narrative:
The pump was received with normal operating currents, and passed the functional testing. However, the pump was received stuck in a motor error alarm loop during the bolus / basal delivery. Unable to confirm the motor position encoder error alarm due to the history file overwritten with alarms due to a corrupted history file. Unable to verify the motion sensor test failure alarm due to the motor error alarm. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 43 mg/dl at the time of the incident. The customer treated their blood glucose with juice. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.